Event description:
It was reported that the customer got a motor error alarm during normal use. It was stated that the insulin pump was not exposed to high magnetic fields. The caller checked the drive support cap, and stated that it was flush. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Motor error alarmed during rewind due to corroded motor home switch. Loose/flush support disk noted during visual inspection. Cracked case near display window corners and cracked battery tube threads noted.